Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was severely damaged from the mid-section to the distal end of the stent with stent struts stretched and deformed. The proximal section of the stent also received minor damages. The undamaged section of the stent outer diameter was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the several locations of the hypotube shaft. It was also noted that the hypotube shaft was broken 80 mm distal from the distal end of the strain relief. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 03-apr-2017. It was reported that crossing difficulties were encountered.   The tight target lesion with an acute bend was located in the highly calcified left circumflex artery. A 2.50x24mm promus element ¿ drug-eluting stent was advanced and was unable to cross the lesion. The device was removed from the patient's body and the procedure was completed with a different device.  No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.